Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with evidence of blood on the flexlink arm and on the mounting pods were observed. No visual defects were evident. A suction/vacuum strength test was performed per instructions of the vacuum leak test using calibrated vacuum regulator and pressure gauge and canister. The device passed the vacuum leak test. Good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the evaluation results, the reported failure "suction issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction power was weak when the hospital applied the vacuum. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction power was weak when the hospital applied the vacuum. A replacement device was used to complete the procedure. The hospital did not report any patient effects.